Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00190 thru 3012447612-2018-00197.

Event description:
It was reported that two screws disassembled during an attempt to reinstall them and six closure tops were cross-threaded during surgery. Alternative screws and closure tops were used to complete the procedure without reported patient impacts. This is report six of eight for this event.

Manufacturer narrative:
The device was not returned so an evaluation was unable to be performed, no results are available, and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.